Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft fracture occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 24 synergy¿ drug eluting stent was advanced to treat the lesion but failed to cross the lesion. The sheath of the stent ruptured. The device was removed completely by simply pulling it out. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was okay.